Manufacturer narrative:
(B)(4). When investigation is completed a follow-up report will be sent to the FDA.

Event description:
A philips healthcare project manager (B)(6) visited customer (B)(6). This was a standard medical procedure, during this operation pt died. The doctors tried to resuscitate him but unfortunately to no avail. Doctor (B)(6) also confirmed that everything was done with respect to standard medical procedures. He also confirmed that pt's death was not connected with cardio angiography system performance.